Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's driveline was pulled during rehab. The patient had complaints of redness, tenderness, pain around the driveline exit site (dles). The site was noted to be erythematous and was producing yellow drainage. Cultures were taken in the clinic and the patient was administered keflex to be taken for 10 days. Blood cultures were negative but the dles culture showed rare staphylococcus species in addition to a few diphtheroids. Upon positive cultures, the infection was also treated with doxycycline to be taken for 7 days in addition to keflex. As of (B)(6) 2022 the patient was stable at home with plans to see a physician on (B)(6) 2022.